Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result generated by the access 2 instrument for one patient. A patient sample was tested for accu tni and a result of 2.40 ng/ml was obtained. The sample was re-tested twice and both repeated results were 0.3 ng/ml. The customer confirmed 0.3 ng/ml was an expected result per the patient's clinical presentation. The erroneous result was not reported out of the lab. There was no an effect to patient in connection to this event.

Manufacturer narrative:
The sample was plasma collected in a lithium heparin tube. Customer called into customer technical support (cts) in 2008 to report a failing system check. After troubleshooting and replacing and aspirate probe, customer stated a passing system check was obtained the same day. Qc was within specifications the next day. However, vacuum errors were obtained and customer called back. A field service engineer (fse) was dispatched: the fse inspected the instrument and discovered the system was unable to properly hold the vacuum. The fse cleaned vacuum jar and checked all fittings. The fse replaced peri-pump. The fse verified repair per established procedures and results meet published performance specifications. Although hardware issue addressed by the fse may have contributed to this event, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.